Manufacturer narrative:
Month & year valid, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely tortuous, severely calcified lesion with 90% stenosis in the mid lad. There was no damage noted to the device packaging. The device was inspected with no issues noted. It is reported that the stent failed to cross the lesion and when it was pulled back out it was deformed. No patient injury is reported.

Manufacturer narrative:
Device evaluation: the stent was correctly positioned between the marker bands but did not meet specifications due to the deformation which occurred. Deformation was evident to the 17th and 18th distal stent wraps with struts raised, bunched and overlapping. No deformation was evident to the distal tip. The 0.015 inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.